Event description:
A (B)(6) male pt's brother contact zoll customer support to report that the pt's battery charger/modem would not recognize a battery pack. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger does not recognize a battery pack) has been confirmed. Upon investigation u1000 and u1001 were shorted on the charger's bedside board. In addition the charger's battery board was contaminated. The root cause for the contamination and shorted components was unable to be positively determined, but was likely ingress of an unk liquid. Additionally, the battery charger's power brick connector was defective. The root cause of the defective power brick connector was unable to be positively determined, but was likely physical abuse. No adverse event resulted form the defective battery charger. The pt received a replacement battery charger/modem.